Event description:
It was reported that the patient underwent a surgery for unknown reason involving a previous sling device. A new artificial urinary sphincter (aus) was implanted and boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.